Event description:
Technician found siderail unable to latch.

Manufacturer narrative:
Technician found bolt and bushing missing on siderail. Technician replaced latch bushing and shoulder bolt to resolve.